Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided and cause of bg not known. Reportedly, the customer attempted to address the bg by manual insulin injection. It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of approximately 280 mg/dl at that time. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later (B)(6) 2026 with the issue resolved and no permanent damage.